Manufacturer narrative:
Eval summary: pt demographics are unk. Surgical notes and x-rays were not provided. Based on the info available at this time, it is not possible to determine a cause for this issue. Eval: review of the device history was not possible as the product and/or lot number required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt is presenting with pain.